Manufacturer narrative:
Device not available for evaluation. The disposition of the pump is unknown. (B)(4).

Event description:
On (B)(6) 2013, during a routine device tracking audit, a patient informed flowonix that he had an infection and his pump had been explanted. A flowonix sales representative made multiple attempts to contact the hospital to obtain additional information, but the hospital would not release any patient information. The disposition of the pump is unknown. It is also unknown if the infection was due to the pump or another factor. On (B)(6) 2013, the sales rep contacted the hospital again and they informed him that the pump was explanted on (B)(6) 2013. They said there were no complications and the patient is doing fine now. There was no malfunction reported for the pump.